Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose with blood glucose of 306 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump did not alarm when they went high. The customer stated their blood glucose levels went down when they used a hospital pump and went high again when they used their pump again. Troubleshooting was not completed but the pump passed a displacement test. No further details were provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0874 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The pump passed tone check and vibrate check during the self test. No audio/vibrate/absence of alarm anomalies noted during testing. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: cracked battery tube threads and scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds. Carelink upload was unsuccessful, problem isolated to the electronic assembly. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below when reviewing the history download file. Unable to verify bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date 21-oct-2019 in the pump history file due to no data available. Unable to perform the history review 1 week prior to the event date 21-oct-2019 in the pump history file due to no data available. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Audio/vibrate anomaly/absence of alarm not confirmed. No current code/category confirmed (carelink upload was unsuccessful). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.